Event description:
It was reported that during a coronary stenting treatment procedure, balloon withdrawal difficulties were encountered. The lesion being treated was calcified, non tortuous, mid right coronary artery (rca) lesion. The lesion was predilated with a 2.5 x 15 mm maverick balloon. The physician then deployed the express2 mr 3.0 x 16 mm stent at 9 atms for 25 seconds. After deflation, it was noted that the balloon was sticking to the stent. The physician attempted to free the balloon by pulling back, twisting the catheter, reinflating and deflating the balloon at small atms. The physician then dialed the balloon up to 9 atms for 10 seconds and after deflation the balloon released from the stent. After the device was removed, a small dissection was found angiographically. There may have been some unresolved calcium that may have caused a strut to stick up. The physician was unable to cross the dissection with another stent. The dissection was successfully treated with balloon angioplasty. The pt's status is reported to be stable.